Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site on (B)(4) 2016 and determined the odor issue was due to filter deterioration and recommended service to be performed. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release.

Event description:
A customer reported an event of an "odor emitting from the sterrad 100s sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
The fse initially determined that the issue occurred due to filter deterioration and the customer was advised to have the unit inspected. The affiliate later stated that no further service was performed as the same issue had not reoccurred. As a result, the cause for the reported odor/smells issue could not be confirmed. Since odor could not be confirmed, this complaint file is deemed not reportable.